Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings:the complaint of a blank display could not be confirmed or duplicated on investigation; the pump powered on to a clear, legible display screen. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was blank. The reporter noted that there was audible sound present upon battery insertion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)